Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure, controller error (yellow alarm) and a backup controller was utilized. No reported harm or injury reported.